Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that a larger sized delivery sheath was used, a 8f delivery system was used and the recommended size is a 7f. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 16mm amplatzer septal occluder was selected for implant on (B)(6)2023 using a 8f amplatzer trevisio intravascular delivery system. During implant the device took on a drum-like shape. The device was removed from the patient before being released from the delivery cable. There were no interaction with cardiac structures during deployment. No angulations or kinks were noted in the delivery system. It was noted that the device was replaced with a new 14mm amplatzer septal occluder, which was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects and no health impact has been reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.